Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 430mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week. The customer's most recent glucose reading was 299mg/dl, and he was treated with manual injections. Troubleshooting was performed. The alarm history revealed several different alarms, and the buttons were responding intermittently. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test as a result of a faulty force sensor. However, the insulin pump passed the displacement test. Further testing could not be performed due to the prime anomaly.